Manufacturer narrative:
H3: the device, tyvek envelope, and an open pouch were returned with other pli in a resealable bag. The pouch was open from 3 of 4 sides upon return. The traces of contamination were observed at the distal end of the outer tube. The inner assembly spun by hand with binding sound. The device was loaded into a handpiece and oscillated up to 5,000rpm. During the blade oscillation, the blade was wobbling. For further analysis, the inner assembly was pulled out of the outer assembly (was not fixed to the outer blade), and it was observed that the seal was dislodged. It was also observed that the inner shaft was bent near the distal end of the inner hub, and there were striations observed at the distal end of the inner shaft and near the distal end of the inner hub. The device failed functional testing due to defective conditions upon return and the inability to spin properly. Regardless of analysis findings, the inn ER and outer blades were not fixed together upon return and therefore, the complaint could not be substantiated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op no damage noticed on the product package. The two straight blades were reported to be non-rotating because the inner and outer blades were fixed together, preventing rotation. There was no patient impact.